Manufacturer narrative:
The reported event was confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by repeated powerful dynamically overload during use. The device inspection revealed the following: the tip of the returned screwdriver blade is indeed completely broken / snapped off during the screw removal attempt. A close up of the fracture surface shows some cracks, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). The characteristics indicate a typically torsional overload breakage. The t10 drive is still in good condition though, which clearly indicates that the screw may have been stuck and the applied force finally caused the breakage of the tip. The root cause of the failure was repeated powerful dynamically overload during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that when the variax clavicle was removed at(B)(6)2019 because the bone fusion was confirmed. When the screw was tried to removed with driver (45-35015), it was broken. A spare driver was not prepared and the operation was interrupted for about 30 min to arrange for a new driver. After that, the operation was finished and the adverse event due to this event not occurred.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when the variax clavicle was removed at (B)(6) 2019 because the bone fusion was confirmed. When the screw was tried to removed with driver (45-35015), it was broken. A spare driver was not prepared and the operation was interrupted for about 30 min to arrange for a new driver. After that, the operation was finished and the adverse event due to this event not occurred.